Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by two (2) phone calls and one (1) email to obtain; patient treatment settings, patient information, patient photos which were provided. A lumenis certified engineer evaluated the device and concluded that no malfunction had occurred. When testing the system she noted that the power was within specification. A month prior to the adverse event a corrective maintenance was done with resurfx. The engineer found the system to be in need of calibration on the ipl and ng: yag handpiece. He then refilled resurfx coolant. The engineer found that the water bottle was leaking and replaced the bottle. This fact is not related to the reported injury. Finally, after calibration system was 100% operational and ready for customer use per lumenis specifications. A clinical trainer and healthcare professional concluded that " a female patient fitzpatrick IV treated with ipl for post inflammatory hyperpigmentation three times on her back and right side on (B)(6) 2019. Test spot prior to these treatments were performed behind the right ear. Each treatment resulted in post-inflammatory hyperpigmentation. The last treatment on (B)(6) 2019. Settings of 12-14 joules double pulse of 3.5ms with a 35ms delay was administered to patients back and right side. Pictures immediately after and then 2 days after showed intense darkening with skin separation, blistering started 3 days post-treatment. Injury described as 2nd degree burns per treating clinician. The root cause is a user error . Test spot was not performed in the area of the treatment. The first treatment left residual hyperpigmentation and at that time skin should have been prepped prior to treatment or another test spot should have been performed. The immediate response after starting the third treatment was aggressive and the treatment should not have continued. A possible effect of the treatment is post inflammatory hyper/hypopigmentation in this area with possible residual scarring." The lumenis healthcare professional and clinical trainer determined the injury with 'low severity'. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an abundance of caution. Based on the information provided the most probable cause of the reported event is a user error, a failure on the part of the device operator to follow instructions/warnings described in the device user manual. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn to the back, following treatment with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility. The treatment took place on the (B)(6) 2019.